Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite pump infusion set was damaged the following information was received by the initial reporter with the following verbatim. It was reported by customer that completed sterile line change with 2 rns present per unit policy for central line. Once tpn was running on pump, rn noticed fluid dripping onto floor. When line was traced, rn found that at one of the junctions on the line had a pinhole leak causing tpn to leak out and air to get into line breaking sterile.